Event description:
A trilogy evo ventilator was returned to the manufacturer for evaluation of an alleged ventilator service required alarm indicting failure of the active exhalation control module (aecm). There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code confirming the alleged issue was found in the ventilator's downloaded error log. The error code indicates the device will still provide therapy but cannot control the diaphragm in the circuit. The aecm, proportional valve, and solenoid valve were replaced to address the issue. The device passed final testing after repairs were completed and it was confirmed the device was operating properly.

Manufacturer narrative:
A trilogy evo solenoid valve was returned for investigation for an allegedly failing system set up. Product investigation lab (pil) was unable to confirm the complaint of the trilogy evo solenoid valve. Pil concluded that the solenoid valve operates as designed. A trilogy evo proportional valve was returned for investigation for allegedly failing system set up. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo proportional valve. Pil concludes the components operate properly.